Event description:
Customer reported that the buttons on the insulin pump were frozen. Customer stated that when attempting to bolus the insulin pump got stuck on the up button. It was noted that the buttons were not working. Customer's blood glucose reading at the time of the call was 263 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No frozen screen noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.